Event description:
The programmer was returned to the manufacturer after errors occurred when attempting to update software. The programmer was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer booted up with a blue screen. One ground connection on the electrocardiogram (ECG) connector is completely broken off. Cooling fan is noisy. Hinge plate has one missing screw. Broken micro switch found on the printer.